Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 600 (mg/dl). Reportedly, contact stated that they sometimes forget to perform the fill tubing and fill cannula steps of the load sequence. Customer changed their pump supplies and administered a bolus. Troubleshooting with tandem technical support indicated that their pump was performing as intended, and the contact was educated on how to check if the load fill tubing and load fill cannula steps had been performed for future supply changes. Contact indicated that the customer would change their infusion site.